Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verioflex meter was reading inaccurately erratic. This complaint was classified based on information obtained from the customer service representative (csr) documentation and additional information obtained by the csr during a follow-up call with the patient on (B)(6) 2017. The patient reported that the alleged issue has been intermittent and began on an unknown date, approximately 2 weeks prior to contacting lfs. The patient claimed that he had been obtaining ¿low results¿ and then ¿higher ones¿ when testing immediately after. During the follow-up call with the csr, the patient advised that he tests his blood glucose approximately 6-8 times per day and that his usual/expected results are in the range of ¿4.5-7 mmol/l¿. The patient manages his diabetes with self-adjusted insulin (novorapid, 18 units before each meal which is adjusted based upon blood glucose readings and carbohydrate intake and, lantus, a fixed dose of 30 units taken before bed time). The patient advised that in response to the alleged erratic results, he would dose his insulin based on the higher results he obtained and that he then subsequently became hypoglycemic. The patient reported that on (B)(6) 2017, in response to the alleged issue, he administered an unspecified dose of novorapid and that an unknown time later he developed symptoms of feeling ¿out of it and dizzy¿. During the follow-up call, the patient advised that he self-treated his symptoms by drinking some apple juice and (B)(6) and that he then contacted the emergency medical services (ems). Upon arrival at approximately noon on (B)(6) 2017, the paramedics tested the patient¿s blood glucose using the ems device and reportedly obtained a reading of ¿2.9 mmol/l¿.due to being unable ¿to get his sugar level up at his house¿, the paramedics took the patient to hospital where the patient advised his blood glucose was tested several times and he was treated with IV glucose by a health care professional (hcp). The patient was unable to recall any blood glucose results obtained on the hospital device. During the initial call with the csr, the patient performed blood glucose tests with the subject meter and allegedly obtained readings of ¿3.9 and 8.2 mmol/l¿, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿ criteria for precision. At the time of troubleshooting, the csr established that the unit of measure was set correctly on the subject meter, that the patient was following the corrected testing procedure and that an approved sample site was used to obtain the results. The csr confirmed that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. The csr also confirmed that a control test had not been manually selected on the subject meter and noted that the patient did not have testing supplies available at the time to test the subject device. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event and received medical intervention for acute hypoglycemia after administering a dose of insulin based on the readings obtained with the subject device.